Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for a jump in impedance on the superior vena cava (svc) coil impedance of the right ventricular (rv) lead. The patient reported that they were using an electric drill at the time that they heard the alert tone. The rv lead remains in use. No patient complications have been reported as a result of this event.